Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the stapler got stuck in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument stuck in the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument was stuck inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.